Manufacturer narrative:
Correction: h6 coding for device not returning.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise signal artifact on the atrial (ra) lead. The physician elected to explant and replace the ra lead. There were no patient consequences.

Manufacturer narrative:
Correction: b5 and h6 should have had mode switch and oversensing.

Event description:
New information notes that noise oversensing and inappropriate mode switch.